Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4501 meniscal cinch¿ ii batch 15255251 was received for investigation. Evaluation. The cannulated tip was found to be broken off. Evaluation of the suture inside the cannulation revealed fraying and stiffness, which are signs of excessive force. Additionally, the anchor on the suture was broken off. Functional testing showed that the right trigger moved without resistance; however, the left trigger¿s pushrod tab was broken and out of place, indicating excessive force. The most likely cause(s) of the reported and observed failure is user error, including excessive forces generated by leveraging/prying the device and improper device surgical technique. Direction for use dfu-0156-eor0_fmt_en arthrex suture retention devices. G. Precautions. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 7. In the event of unsuccessful implantation, the device(s) should only be retrieved under visual confirmation and if loose. Any attempt at retrieving devices entrapped in tissue or without visual confirmation of location may result in tissue damage or injury to the patient. 8. Speedcinch, meniscal cinch ii, and softstitch devices only: do not advance the implant beyond the tip of the cannula before penetrating the meniscus. 9. Meniscal cinch device only: do not pull the trocar back into the cannula after it has been advanced, as this could prematurely deploy the implant. 10. Meniscal cinch device only: if resistance is felt during implant deployment, advance trocar to depth stops and rotate trocars back and forth with controlled pressure. This is to avoid damaging implants. 11. Meniscal cinch device only: to avoid premature tension to construct, do not pull external suture before releasing trocar #2. 13. Meniscal cinch device only: after implanting #1, do not move device before releasing trocar #2. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the endpoint to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th sep 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-4501, meniscal cinch¿ ii, one of the ar-4501's head broken and another ar-4501 was changed to. But the 2nd ar-4501 was bent as well. This was detected during a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using a new ar-4501 with the same lot. There are no patient harm and no second surgery needed.